Event description:
It was reported that the valve was explanted after approximately 1 day due to persistent perivalvular leak (pvl). Per patient's medical records, he had undergone aortic valve replacement (avr) one day prior for aortic stenosis. Postoperatively, as the patient came off bypass there was question of central leak. Transesophageal echocardiogram (tee) the following morning showed possible pvl. Therefore, the patient was referred for redo-avr. The valve was inspected and looked competent. The valve leaflets were symmetric and the valve appeared to be well seated. The surgeon did have to down size his valve from a 25 to 23 the day prior. Because of that, it was decided to use another type of prosthetic valve. Another 25 mm prosthetic valve was implanted. The patient was weaned of cardiopulmonary bypass and tee showed no pvl. The patient tolerated the procedure well.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and anatomical related factors. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The op report documents the subject device appearing competent and well seated during inspection. In this case, there is insufficient information to conclusively determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.